Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the insulin pump alarmed battery out limit and yesterday her insulin pump turned completely off and her blood glucose was 400's mg/dl. Troubleshooting was done for battery out limit. Customer' blood glucose was 397 mg/dl. The customer was advised that battery cap would be replaced. Customer does not want to troubleshoot for blank display. No further information provided.